Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The coil remains implanted and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause cannot be determined.

Event description:
It was reported that two (2) separate v-grip controllers were used to detach the coil; however, the coil did not detach. During removal, the coil unexpectedly detached in the tip of the microcatheter. The coil was pushed into the intended area with a guidewire. There was no reported patient injury. The current patient's status is reported to be good.